Manufacturer narrative:
(B)(4). Actual device not returned. Investigation completed based on (B)(6) study data. Review of graph data revealed inconsistent ph levels throughout the study. The total time of the study was (B)(6) hours. Study data also showed gaps in the study. Thus, the investigation identified the root cause of the reported event to be bravo system communication failure.

Event description:
Customer reported gaps in (B)(6) study. Due to gaps in study, physician is planning a repeat procedure.